Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's scs system was not functioning following a fall. Database analysis revealed eight contacts with high impedances. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm model#: sc-4316 lot#: 16920409 description:next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient's scs system was not functioning following a fall. Database analysis revealed eight contacts with high impedances. The patient underwent an explant procedure.